Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime long length everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with mild calcification, no tortuosity and 90% stenosis, pre-dilatation was performed. A 3.5x38 mm rx xience prime stent delivery system (sds) was advanced and the stent was implanted. A distal edge dissection occurred and a 3.0x12 mm xience prime stent was implanted to treat the dissection and cover the lesion. The procedure was complete. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.